Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support. The patient encountered placement signal issue and bipella patient had pulmonary hemorrhage during impella rp flex support. Placement signal (ps) not reliable alarms occurred shortly after proactive calls. The ps was significantly reduced and ultimately failed. Additionally, a few days later patient had pulmonary hemorrhage and as a result heparin was put on hold. Patient remained off heparin due to bleeding in the lungs. Patient remained stable and pump was explanted shortly afterwards. This complaint is for the impella rp flex. Patient had impella cp (sn # (B)(6)) which is reported under separate report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. A cut motor end catheter was returned for investigation. No investigation could be performed on it. Data log shows a temporary loss in placement signal on the implant day, with a decreasing trend in placement signal that correlated with an upward trend in pump flow. Both placement signal and pump flow returned to normal after eight hours of the case run. No abnormalities were related to optical signal issues during the case. Placement signal issue: placement signal issue does not match any known failure trend, and the product returned was insufficient for investigation. Therefore, the cause of the placement signal issue was not determined. Clinical symptoms (hemorrhage/bleeding): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.